Event description:
Arjo was notified of an incident involving a typhoon flusher. It was reported that the typhoon flusher had caught fire. No injuries were reported. When the incident occurred, the local fireman was able to turn off the machine and control the flames. It was indicated that the customer had changed the temperature setting at which the heating is cut off, causing the thermal strength temperature of the insulation to be exceeded.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was notified of an incident involving a typhoon flusher. It was reported that the typhoon flusher had caught fire. No injuries were reported. When the incident occurred, the local fireman was able to turn off the machine and control the flames. Inspection of the flusher performed by an arjo representative, along with photographic evidence provided, showed burnt-out insulation of the steam generator and surrounding components. It was noted that the temperature setting on the steam generator thermostat had been changed from 180°c to 220°c prior to the incident by the third-party company ¿mazimus¿. Modification of the thermostat settings led to an excessive temperature increase in the steam generator. This caused the steam generator's insulation degradation resulting in ignition. Based on the information received and the device inspection results it can be concluded that the typhoon flusher ignition was a results of the steam generator thermostat setting modification. To confirm this and to explain the effect of changing the thermostat temperature, additional tests were performed by the manufacturer. The initial test was conducted using the factory-set thermostat temperature of 180°c, while the second test was carried out with the thermostat adjusted to a higher limit of 220°c. In conclusion, modyfying of the temperature to 220°c increased the thermal protection temperature to 489°c. According to the technical specifications, the maximum allowable probe temperature is 460°c, which means that after the change to 220°c, this limit was regularly exceeded. Prolonged exposure to temperatures above the specified limit can lead to material degradation. If the probe materials degrade significantly, it may result in malfunction or failure. A faulty probe can affect the overheat protection system and lead to other failures such as leaks, short circuits and even smoke and/or fire. The typhoon instruction for use (6001269002_4en) states: "for safety purposes, never modify equipment or use incompatible parts." Based on the information gathered and the assessment performed, it can be concluded that the device's instructions for use were not being followed. Arjo device failed to meet its performance specification. As per the collected information, no injury or other health consequences were reported to be a result of this event. This complaint was decided to be reported to the regulatory authorities due to indication of a fire occurrence.